Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged on top of the reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they just had the finish loading alarm and a little piece of the plastic just came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.